Event description:
It was reported that the patient experienced diaphragmatic simulation and presented in clinic for a lead revision. Prior to procedure, on (B)(6) 2021, it was noted that the left ventricular (lv) lead was deactivated due to the spontaneous chest wall stimulation that could not be resolved. Additionally, the lv lead had exhibited high pacing impedance. The lead was explanted and replaced. The patient was in optimal condition before, during, and after the procedure and was discharged.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 75.2 cm. Analysis was normal. No anomalies were found.